Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an inaccurate high result on the subject meter of "8.5 mmol/l" compared to "5.6 mmol/l" on a onetouch ultra meter, performed within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan&#38112;accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.